Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number: (B)(6), confirmed compromised wires that would have resulting in the pump stops on power module power observed in the submitted log files. Additionally, a specific cause for the patient¿s expiration as well as a direct correlation to heartmate ii lvas, serial number: (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data spanning 2 days, 634 days, 12 hours, and 35 minutes to 636 days, 20 hours, and 8 minutes. The pump speed was set at 8800 rpm with a low speed limit of 8000 rpm for the duration of the captured data. On day 635 and day 636 there were low speed and pump stop events while the patient was connected to power module power, resulting in 10 low speed advisories, 7 low speed hazards, 3 low flow hazards and 2 motor stopped flags active. Additionally, during these events pump power ranged from 0-16.9 watts. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. (B)(6) was returned with the driveline fully intact. The inlet elbow and flex section were returned attached to the inlet port; however, the flex section was severed adjacent to the inlet elbow hardware and the proximal portion and inlet extension were not returned. The sealed outflow graft was severed adjacent to the graft attachment hardware. The graft attachment was secured to the outlet elbow which was properly secured to the outlet port. The outflow graft bend relief was not returned. Visual inspection of the blood-contacting surfaces revealed no evidence of deposition or thrombus formation. (B)(6) was returned with the driveline fully intact. Visual inspection of the driveline revealed white tape approximately 34.5¿ from the pump housing. The tape was removed and revealed a clear tubing that was used to support the driveline. The silicone sleeve was removed and revealed an area of damage to the underlying bionate approximately 5.75¿ from the pump housing, which appeared to penetrate the underlying shielding and wires. Of note, the bionate surrounding this area was discolored black. An electrical continuity test of the returned driveline was conducted and revealed an electrical short was observed in the yellow wire. The remaining wires did not reveal any short-to-shield or wire-to-wire shorts, even with manipulation of the driveline. The bionate layer was removed and revealed shield breakdown approximately 5.5¿-6.5¿ from the pump housing. Further inspection of this area revealed a complete severe of the yellow wire seen through the shielding. The shielding was removed, visual and microscopic inspection of the underlying wires revealed a complete severe to the yellow wire and damage to the wire insulation of the black, brown and orange wires approximately 5.75¿ from the pump housing. The remaining wires were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. Excluding the areas of wire insulation breakdown on the distal and pump end driveline, the test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The insulation breaches of the yellow, black, brown and orange wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. There was incidental finding of superficial driveline damage. The relevant sections of the device history records for (B)(6) and driveline s/n: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18nov2011. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist device. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's prior admission for driveline issues was referenced in manufacturer report number # 2916596-2019-03765. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a low speeds and pump stops on (B)(6) and (B)(6) while connected to power module, suspected due to phase to phase short. The patient did not feel any symptoms and had history of short-to-shield and was placed on ungrounded cable and waiting list since (B)(6) 2019. On (B)(6) 2021, the patient was admitted low speeds and pump stops continued. The patient collapsed and shoed pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was not successful and the patient passed away (B)(6) 2021.